Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the device was returned to a zoll approved service provider. The customer's report was observed during initial testing. However, the root cause was unable to be identified. Analysis of reports of this type has not identified an increase in trend.